Event description:
The thermostat is not tripping when the water temperature gets too high. The unit was past it's service life. The customer will be taken out of service and replacing the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - the customer will take the unit out of service and replacing the unit.